Event description:
Pt used freeze off on a bump (not a wart) located about the bikini area. Client self administered treatment and continued to depress the valve for forty seconds, allowing liquid cryogen to run down their leg. Went to hosp in 2003, dr diagnosed second degree burns but treatment is unknown.